Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonoscope to the service center for a separate issue. During evaluation of the device, auxiliary water flow white residue at the channel side. The service repair technician indicated that the most likely cause of the complaint could not be established. There was no patient involvement.